Event description:
Indication: age-related osteoporosis without current pathological fracture. Patient reported when she received the pen needles the box was torn and open. The patient reports using the product. The patient reports no adverse events. The patient is concerned if the medication was tampered with but has no other evidence or information other than a torn outer packaging. The patient still has the product in question in there possession. Unknown lot/expiration date. Reported to (B)(6) by pt/caregiver.

Event description:
Indication: age-related osteoporosis without current pathological fracture. Patient reported when she received the pen needles the box was torn and open. The patient reports using the product. The patient reports no adverse events. The patient is concerned if the medication was tampered with but has no other evidence or information other than a torn outer packaging. The patient still has the product in question in there possession. Unknown lot/expiration date. Reported to (B)(6) by pt/caregiver.